Event description:
In 2008, the pt reported he is "sweating off" his insulin infusion sets. He stated, he works construction and is outside in the heat all day. He said he uses tegaderm and IV wipes. He was educated on the sandwich technique and he said he would try it. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.